Event description:
A caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and wouldn¿t turn on. The reported blood glucose level was within a normal range and did not exceed 500 mg/dl, indicating no adverse impact. The pump successfully began charging after leaving the pump plugged into the power source.